Event description:
Description according to complainant: it is alleged that "on or about (B)(6) 2014, a CT of pt's abdomen and pelvis was performed after oral and intravenous contrast enhancement with 98 cc of visipaque 320 after informed consent. The findings showed the cook filter in place with multiple struts perforating the caval wall including a straight anteriorly extending into the duodenum, a strut posterior and more medially acting the vertebral body, and add'l struts seen anterior to the right iliopsoas muscle bone causing abdominal pain." It is unk if and how the device was retrieved or if any add'l procedures or intervention were required. Pt outcome is unk.

Manufacturer narrative:
(B)(4). As catalog # and date of implant is unk the 510(k) could be either of the following: k090140, k061815, k073374 or k121629. No device, imaging studies or hospital medical records have been available. Consequently, based on very limited info it is difficult to comment on the alleged filter perforation. Instructions for use list device to the vena cava, and vena cava perforation as potential adverse events. Such events have also been reported in the published medical and scientific literature. The exact reason for the alleged filter perforation cannot be determined, but nothing indicates the device was not manufactured according to specs. Cook medical will continue to monitor for similar events.

Manufacturer narrative:
(B)(4). Event date: unknown as information was not provided catalog #: igtcfs-65-uni-celect-perm. Implant date unknown as information was not provided. Manufacturer ref# (B)(4).

Event description:
Description according to complainant: it is alleged that "on or about (B)(6) 2014, a CT of patient's abdomen and pelvis was performed after oral and intravenous contrast enhancement with 98 cc of visipaque 320 after informed consent. The findings showed the cook filter in place with multiple struts perforating the caval wall including a straight anteriorly extending into the duodenum, a strut posterior and more medially acting the vertebral body, and additional struts seen anterior to the right iliopsoas muscle bone causing abdominal pain." It is unknown if and how the device was retrieved or if any additional procedures or intervention were required. Patient outcome is unknown.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information was received on 10/01/2015 as follows: plaintiff allegedly received an implant on (B)(6) 2009 via the right common femoral vein due to pe and had attempted retrievals performed on (B)(6) 2009 and (B)(6) 2014 (two different procedures). Plaintiff allegedly underwent an open retrieval to successfully retrieve the filter on (B)(6) 2014. Plaintiff is alleging migration, tilt, vena cava perforation, device is unable to be retrieved, organ perforation, other: abdominal pain.

Manufacturer narrative:
(B)(4). Catalog #: igtcfs-65-uni-celect-perm. Summary of investigation findings: no device, imaging studies or hospital or medical records have been available. Consequently, based on very limited information it is difficult to comment on the alleged filter perforation. Instructions for use list damage to the vena cava, and vena cava perforation as potential adverse events. Such events have also been reported in the published medical and scientific literature. The exact reason for the alleged filter perforation cannot be determined, but nothing indicates the device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description according to complainant: it is alleged that "on or about (B)(6) 2014, a CT of patient's abdomen and pelvis was performed after oral and intravenous contrast enhancement with 98 cc of visipaque 320 after informed consent. The findings showed the cook filter in place with multiple struts perforating the caval wall including a straight anteriorly extending into the duodenum, a strut posterior and more medially acting the vertebral body, and additional struts seen anterior to the right iliopsoas muscle bone causing abdominal pain." It is unknown if and how the device was retrieved or if any additional procedures or intervention were required. Patient outcome is unknown.

Manufacturer narrative:
Manufacturer ref# (B)(4). Exemption number e2016032. William cook (B)(4) aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating ¿migration, tilt, vena cava perforation, device is unable to be retrieved, organ perforation, abdominal pain". Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Unknown if the reported abdominal pain is directly related to the filter and unable to identify a corresponding failure mode at this point in time. Manipulation in the area of the filter implant may cause migration or contribute to changes in the filter configuration and placement. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.